Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances and charging difficulties, replacement went as planned. Device will not return because facility kept it. The patient had great coverage of the pain areas in post operatively. Electrocautery was not used.